Event description:
A surgeon reported a pt who claimed that "visual field felt like in the water". Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined as not enough info was provided from the account to properly complete an investigation. Add'l info has been requested. (B)(4). This report was mailed to FDA on: (B)(4) 2012. (B)(4).